Event description:
It was reported that balloon rupture occurred. A 1.25mm rotalink was used during a complex percutaneous coronary intervention procedure. The target lesion was located in severely calcified vessel. A 1.20mm x 12mm emerge balloon catheter was advanced for pre-dilatation. During the initial inflation, the balloon ruptured immediately. The device was removed and there was no device fragments left inside the patient. A new 1.50mm x 12mm emerge balloon catheter was then advanced; however, the balloon also ruptured immediately after the initial inflation. The device was removed successfully from the patient. Another brand of balloon catheters was used to help dilate the lesion and the procedure was completed. No patient complications were reported.